Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing boil was irritated under the lifevest equipment. Patient described the area as a boil under the garment that was rubbed and bleeding. There was no alleged device malfunction contributing to the boil. There is no indication that the patient received medical intervention. Outcome of the boil is unknown.